Manufacturer narrative:
Follow-up from 29-sep-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer via regulatory authority and she started having severe abdominal pain. The pain was debilitating and she missed months of work. Essure was removed more around one year after essure insertion and she had a hysterectomy scheduled two days after the date of report. Abdominal pain is listed in the reference safety information for essure. In this particular case, she started having severe abdominal pain more than 6 months after essure insertion. Although, it seems that pain did not resolve after essure removal and a hysterectomy was planned to treat the pain, since essure insert may cause pain, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Event description:
This is a spontaneous case report received from female consumer of unspecified age via regulatory authority (case# mw5063590) in united states on (B)(6) 2016 referring to herself. The consumer had essure inserted on (B)(6) 2015 for permanent birth control. She had essure inserted and around 2016 she started having severe lower back pain and abdominal pain. She developed cysts on her ovaries and had her first abnormal pap. The pain was debilitating and she missed months of work. She had x-rays and a MRI as well as multiple vaginal exams. She had the hsg (hysterosalpingogram) test to confirm the coils were in place and was told everything was fine. She saw a back pain specialist and endured physical therapy. The pain had gotten so bad. She is now 2 days away from a hysterectomy. Essure was removed on (B)(6) 2016. The consumer assessed the event outcome as hospitalization, disability/permanent damage and required intervention. Follow-up received on 22-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer via regulatory authority and she started having severe abdominal pain. The pain was debilitating and she missed months of work. Essure was removed more around one year after essure insertion and she had a hysterectomy scheduled two days after the date of report. Abdominal pain is listed in the reference safety information for essure. In this particular case, she started having severe abdominal pain more than 6 months after essure insertion. Although, it seems that pain did not resolve after essure removal and a hysterectomy was planned to treat the pain, since essure insert may cause pain, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug adminstration, reference number: mw5063590) on 03-aug-2016. The most recent information was received on 05-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, pain is debilitating"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. D01868-inv,d01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hemochromatosis and chronic pain. Concomitant products included oxycodone hydrochloride (oxycontin) from 2015 to 2016, sertraline hydrochloride (zoloft) since 2010 and tramadol since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), confusional state ("neurological conditions or problems type: confusion"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required). In (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and ovarian cyst ("developed cyst bon my ovaries") and was found to have smear cervix abnormal ("had my 1st abnormal pap"). The patient was treated with surgery (laparoscopic bilateral salpingectomies with essure removal and laparoscopic bilateral salpingectomies with essure removal/total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, back pain, ovarian cyst, smear cervix abnormal, depression, anxiety, mood swings, fibromyalgia, confusional state, dysmenorrhoea and dyspareunia outcome was unknown and the fatigue and alopecia was resolving. The reporter provided no causality assessment for abdominal pain, back pain, ovarian cyst and smear cervix abnormal with essure. The reporter considered alopecia, anxiety, confusional state, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, mood swings and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Date(s) of removal: (B)(6) 2016, (B)(6) feb (as reported). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: confirm the coils were in place. Lot number report d01868 is invalid. Lot number d01868 is invalid. Lot number:d01968 manufacture date:2014/08 expiration date:2017/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs received : following events were added: hormonal changes describe: mood swings, autoimmune disorder type of disorder: fibromyalgia, neurological conditions or problems type: confusion, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Event onset date were added. Event outcome added for: fatigue. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug adminstration, reference number: (B)(4) on 03-aug-2016. The most recent information was received on 06-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they found coils in my abdomen during an MRI.'), embedded device ('embedded in the fundic area of the uterus in the two cornua are two silver metallic coils'), abdominal pain ('severe abdominal pain, pain is delibitating'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. D01868-not valid,d01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hemochromatosis and chronic pain. Concomitant products included oxycodone hydrochloride (oxycontin) from 2015 to 2016, sertraline hydrochloride (zoloft) since 2010 and tramadol since 2016. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain") and fatigue ("fatigue"). In (B)(6)2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), confusional state ("neurological conditions or problems type: confusion"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required). In (B)(6)2016, the patient experienced depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and ovarian cyst ("developed cyst bon my ovaries") and was found to have smear cervix abnormal ("had my 1st abnormal pap"). The patient was treated with surgery (laparoscopic bilateral salpingectomies with essure removal and laparoscopic bilateral salpingectomies with essure removal/total hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, embedded device, genital haemorrhage, ovarian cyst, smear cervix abnormal, depression, anxiety, mood swings, fibromyalgia, confusional state, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain, pelvic pain, back pain, fatigue and alopecia was resolving. The reporter provided no causality assessment for abdominal pain, back pain, embedded device, ovarian cyst and smear cervix abnormal with essure. The reporter considered alopecia, anxiety, confusional state, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, mood swings and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted plaintiff underwent bilateral salpingectomy in the year 2016; however during her ER visit in (B)(6)2019 MRI showed coils in abdomen. Discrepancy noted date(s) of removal: (B)(6)2016, (B)(6) (as reported), (B)(6)2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: confirm the coils were in place. Lot number report d01868 is invalid lot number d01868 is invalid. Lot number:d01968 manufacture date:2014/08 expiration date:2017/08. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, embedded device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: per medical record event" embedded in the fundic area of the uterus in the two cornua are two silver metallic coils" was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, pain is debilitating"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required) and back pain ("severe lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("developed cyst bon my ovaries"), smear cervix abnormal ("had my 1st abnormal pap"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery and surgery (to remove the essure® implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, back pain, genital haemorrhage, ovarian cyst, smear cervix abnormal, depression and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, ovarian cyst and smear cervix abnormal with essure. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-nov-2017: events depression, anxiety, abnormal bleeding, pain & reporter lawyers are added from summon. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, pain is delibitating"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. D01868-inv,d01968) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone hydrochloride (oxycontin) from 2015 to 2016, sertraline hydrochloride (zoloft) since 2010 and tramadol since 2016. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required) and back pain ("severe lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("developed cyst bon my ovaries"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have smear cervix abnormal ("had my 1st abnormal pap"). The patient was treated with surgery (laparoscopic bilateral salpingectomies with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, back pain, ovarian cyst, smear cervix abnormal, depression, anxiety and fatigue outcome was unknown and the alopecia was resolving. The reporter provided no causality assessment for abdominal pain, back pain, ovarian cyst and smear cervix abnormal with essure. The reporter considered alopecia, anxiety, depression, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Lot number report d01868 is invalid lot number d01868 is invalid. Lot number:d01968, manufacture date:2014/08, expiration date:2017/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063590) on 03-aug-2016. The most recent information was received on 04-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they found coils in my abdomen during an MRI.'), abdominal pain ('severe abdominal pain, pain is debilitating'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. D01868-inv, d01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hemochromatosis and chronic pain. Concomitant products included oxycodone hydrochloride (oxycontin) from 2015 to 2016, sertraline hydrochloride (zoloft) since 2010 and tramadol since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), confusional state ("neurological conditions or problems type: confusion"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required). In (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and ovarian cyst ("developed cyst bon my ovaries") and was found to have smear cervix abnormal ("had my 1st abnormal pap"). The patient was treated with surgery (laparoscopic bilateral salpingectomies with essure removal and laparoscopic bilateral salpingectomies with essure removal/total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, ovarian cyst, smear cervix abnormal, depression, anxiety, mood swings, fibromyalgia, confusional state, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain, pelvic pain, back pain, fatigue and alopecia was resolving. The reporter provided no causality assessment for abdominal pain, back pain, ovarian cyst and smear cervix abnormal with essure. The reporter considered alopecia, anxiety, confusional state, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, mood swings and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted plaintiff underwent bilateral salpingectomy in the year 2016; however during her ER visit in january 2019 MRI showed coils in abdomen. Discrepancy noted date(s) of removal: (B)(6) 2016, (B)(6) (as reported), (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: confirm the coils were in place. Lot number report d01868 is invalid. Lot number d01868 is invalid. Lot number: d01968, manufacture date: 2014/08, expiration date:2017/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Event they found coils in my abdomen during an MRI added. And events pain outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.